Manufacturer narrative:
A visual evaluation showed a remnant of blue nylon coating from a pullwire was returned. The condition of the returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the pecutaneous stoma measuring device (psmd) has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. A CAPA is ongoing related to this issue. A review of the device history record was performed and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after placement when the physician used the endoscope to view the one step button it was noted there were blue fragments, from the coating of the pullwire, in the patient's stomach. The physician used biopsy forceps to remove the blue fragments. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, after placement when the physician used the endoscope to view the one step button, it was noted there were blue fragments, from the coating of the pullwire, in the patient's stomach. The physician used biopsy forceps to remove the blue fragments. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient's age is unknown; however, over 18 years old. (B)(4) no code available - retrieval of device fragments (B)(4)the reported event of pullwire coating peeled. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.